Event description:
A laboratory technician was attempting to open a carton of the clinical chemistry albumin bcp reagent for use on the architect c8000 analyzer. The technician was using a box cutter knife to open the carton. The cutter became stuck during this procedure and when the technician moved the knife downward, she cut her thumb. The technician went to the emergency department and received five stitches. No further treatment was reported.

Manufacturer narrative:
The customer noted that no further assistance was required, but then offered a further explanation relating to the event. The customer has arthritis and finds the boxes difficult to open without the use of a cutting instrument. The customer stated that no blood splashed onto her lab coat or face shield. No mention of whether the customer was using gloves at the time of the event. The customer is fine and returned to work after receiving the stitches. The investigation demonstrated that the abbott clinical chemistry albumin bcp assay was not the cause of the event and that the product continues to perform within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.